Manufacturer narrative:
Additional information: the device history records were reviewed and there were no issues identified that relate to the reported event. (B)(4). Submitted to FDA on 09/11/2015. Glaukos originally submitted this smdr to FDA on 9/11/15 and the FDA had not set up our production account properly and as a result this MDR was not successfully received by FDA. FDA stated that they would honor the original date of submission.

Event description:
The following additional information was provided by the surgeon. Intraoperatively, a large nasal iridodialysis was inadvertently created and this resulted in temporary hyphema, which resolved. No istent was implanted. Postoperatively, the patient has not lost any lines of vision and there has been no adverse visual impact as a result of the iris damage. A second surgery will be performed to repair (suture) the iris. The patient status is listed as stable.

Manufacturer narrative:
Device identifiers have been requested. Iris damage is listed in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference #: (B)(4). Submitted to FDA on 08/12/2015.

Event description:
The distributor reported that during istent surgery, the iris root tore between the clock hours of 3:00 and 7:00. Additional info has been requested.